Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(6), UDI#: (B)(4), product type: recharger. G2. Foreign: ca. H3. Analysis of the returned recharger kit found that the desktop charger connector was broken, that the desktop charger cable had exposed cable, was cut/broken, and was fraying, that the recharger antenna cable was frayed, and that the device did not charge an ins properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the metal piece that goes into the back of the charger port broke off. The recharger kit would be replaced, and the issue was considered resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use. Additional information received stated that written or oral dissatisfaction with the recharger was communicated and that corrective maintenance/repair was requested. There was no allegation of patient death or serious injury; there remained no complications reported or anticipated.